Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient reported they were getting locked out for 30 min to 3hrs for probably 3- 6 months. The patient stated the personal therapy manager (ptm) was taking a long time to connect to the pump and they were not able to bolus. The patient stated the device got stuck at 90% when connecting. The patient stated they got 3-4 bolus a day. The patient stated they had a numbing agent in the pump. The patient service assisted patient with clearing the data on the handset, resetting the devices and close out apps. The patient was able to connect the pump and getting the lockout screen. The agent reviewed lockout information. The troubleshooting steps that were taken on the call resolved the issue. The agent reviewed device function and recommend patient consult with healthcare provider for next steps.